Event description:
During the course of routine general anesthesia, the noninvasive blood pressure monitor (nibp or nbp) which was set to auto mode with 2.5 minute interval stopped cycling without warning, notification, or apparent cause. The monitor was ge solar 8000i with a pdm (multiparameter module) with version 1.14 software. The software version was confirmed with photo of same because software version 2.0 was known to have this problem and was recalled and was removed from use in this hospital. Two physicians observed that there was no blood pressure measured for nine (9) minutes and used the control knobs and touch screen to turn the nibp back to auto mode and reset the interval to 2.5 minutes. The location was in an or. We down graded our pdm software to version 1.4 and are still seeing the same problem with the pdm's in the or.======================manufacturer response for noninvasive blood pressure monitor, patient data module (pdm) software version 1.4 and and solar 8000i (per site reporter).======================we have not let the manufacturer aware as of yet, however, we will after this is submitted.